Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during implant of the implantable pacing lead (ipl) the lead could not get good sensing and stable thresholds despite different anatomical locations. After many attempts to obtain good sensing and thresholds, the ipl was removed. No patient complications have been reported as a result of this event.